Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation. Upon reprogramming, the patient felt increased stimulation on the right abdomen, which caused painful spasms. It was also stated that the patient was frequently charging the implantable pulse generator (ipg). The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively, and the explanted device was discarded by the medical facility.